Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (inadequate overlap at implant).

Event description:
A talent stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The patient was in for a routine follow up. It was reported that the patient had a type iii endoleak, separation between the talent 38x38 proximal main and the 42x38 distal component. It appeared that the overlap between these two devices from the index procedure was only 15-20mm. This resulted in dis-union of these two stent grafts and type iii endoleak, separation. The physician did a cut down on left groin; an 11f sheath was inserted in the right and right brachial access with 6f sheath. The physician attempted to advance a valiant 42/42/200 distal component up but the tip of the device delivery system kept getting caught on the distal edge of the 38/38/100 talent proximal main due to the tortuosity of the vessel and because of the wire bias in the segment of the greater curve the aortic arch. A snare was used via the brachial access-wire was snared so through and through wire access was obtained from the right brachial to the left femoral artery. With tension on both ends of the wire, the delivery system was able to be advance to the mid-point of the existing 38/38/100 talent graft. The valiant stent graft was now deployed without concern, bridging the gap of the two talent devices and eliminating the type iii endoleak, separation and disunion. The overlaps were ballooned. The patient did fine and the case was completed. No additional clinical sequelae were reported and the patient is fine. The physician stated from the original implant films that we reviewed show it was clearly a lack of appropriate overlap between the proximal and distal graft at the index procedure.